Event description:
It was reported by the sales rep that during the case, "the icf100 (intraclude aortic device) continually migrates; no slack and the clamp is locked. Per the md the lock did not seem to be working at 75cm-77cm. The md stated the device was secured and locked but they witnessed movement over an inch during the case. They were unable to deliver antegrade cardioplegia during the case after a good initial dose. The flow was less the 100ml/min at a cp delivery pressure of 425mmhg. The md converted to a full sternotomy because of constant migration and surgeon had to scrub and unscrub for constant device management. "Our ability to protect the heart via antegrade was compromised and we couldn't depend on retrograde cp delivery so the decision to convert to full sternotomy." The sales rep and clinical specialist are present during the case. The balloon kept migrating forward and pressure from the balloon on the left trigone impacted visualization of the mitral valve. He could not repair the valve due to impaired vision. The pressure exerted from the constant migration of the balloon onto the atrial retractor caused trauma on the patient's atrium. The surgeon converted to sternotomy because of prolonged bypass time from balloon management and trauma to the patient's atrium. The patient was doing well after the procedure. The device is to be returned for evaluation.

Manufacturer narrative:
Correction: event occurred at a hospital. Evaluation: the intraclude aortic device (icf100) was returned and heavy dried blood was visible on the returned components. The catheter was visually inspected and a kink was found just below the trifurcation of the catheter. Multiple kinks were additionally found from between 80 cm and 90 cm marker bands. Another flat kink was found at 60 cm marker bands. The strain relief of the catheter shaft was measured at three different locations and the shaft dimensions were found to be within the specifications. The clamp lock functioned as intended in this region. A device history review was performed and no related nonconformities were observed during the manufacture of this lot. In the complaint delay in procedure time was reported. The root cause of what caused the balloon to migrate towards the aortic valve cannot be determined. The dimensions of the shaft and the strain relief of the returned device were within specifications and the clamp lock functioned as intended in this region. This report can be attributed to the difference in the proper use of the icf100 versus the prior model, endoclamp aortic cannula (ec1001), which requires modification of the surgeon's behavior. Edwards has assigned clinical and sales personnel to the cases to observe how the device is used by the surgical team. He information gathered in this customer experience report will be included in trend data and future CAPA determinations. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
Patient experienced a change in procedural strategy. Conversion to full sternonmy from minimally invasive surgery. Patient has since recovered from occurrence. Device evaluation anticipated upon product return form customer.